Event description:
It was reported that the customer administered 2 boluses that were too large for their needs. Additionally, the customer was using admelog within their pump supplies. The customer's blood glucose (bg) level reading subsequently decreased to "low"; specific value was not known. Reportedly, customer experienced seizures, loss of consciousness/fainted, fell and injured face, bit their tongue. Customer was taken to the emergency room by paramedics and was subsequently admitted to the hospital. Customer was treated with intravenous saline and glucose and was discharged the following day with the issue resolved. Customer reports suffering from anxiety following the event. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, educated the customer regarding off-label insulin, and recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.